Event description:
It was reported that this pacemaker was part of a system revision due to possible erosion. Reportedly, the device sticks out more and feels closer to the outer skin. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Event description:
It was reported that this pacemaker was part of a system revision due to possible erosion. Reportedly, the device sticks out more and feels closer to the outer skin. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.